Manufacturer narrative:
The reported event of failure to interrogate could not be confirmed, as the device was successfully interrogated upon receipt and found to be in backup operation. The reported event of a charging anomaly could not be verified due to insufficient data in the device image. The reported events of inability to program and backup vvi were confirmed. However, the cause of these issues could not be conclusively determined due to a communication failure caused by a high current draw from the hybrid during the analysis.

Event description:
It was reported that the patient presented in clinic with complaints of the implantable cardioverter defibrillator(ICD) vibrating. Interrogation noted that the ICD failed to charge after reaching charge time limit and locked the ICD into backup mode. Capacitor maintenance was initialed but the programmer failed to communicate and program the ICD. The reported ICD was explanted and replaced on (B)(6) 2024. The patient was in stable condition.